Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:while checking a pair of forceps, they could not be locked after tightening with the lock and it was unlocked. The device had not yet been used in the operation. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis.the investigation of the complained reduction forceps shows that the locking caps of the soft locking system does work well. We did perform a functional test where this article was mainly working and engaging according to the specifications. In between the test cycle, the mechanism was not engaging only once. We are not able to determine the exact cause of the reported problem but we do know that this locking mechanism is rather delicate. (B)(4).